Event description:
A rev of service data detected a reportable event. Upon service investigation of battery charger/modem sn (B)(4), the battery charger was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) is currently underway. As received, the battery charger would not power on. The cause of the inability to power on was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event occurred due to the defective battery charger. The last pt to use this battery charger did not report any problems.